Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the charged coupled device unit, outer tube dented, insertion tube deformed. A definitive root cause could not be identified. Based on the results of the investigation, the specified resolution could not be obtained due to damage to the charged coupled device. Additionally, the inspection detected the insertion tube deformed. The most probable cause of the complaint was a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigidvideoscope had dents, foggy image or blurry image or milky image or cloudily image. There were no reports of patient harm.